Event description:
Boston scientific received information that one day post implant, an x-ray revealed this right ventricular lead had moved from the implant position. During threshold testing the lead did not capture appropriately. A decision was made to reposition this lead. A revision procedure was performed. During the procedure, the helix mechanism did not function appropriately. A decision was made to surgically abandoned and replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned and replaced; no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.